Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported finding safe-t-pro plus devices disassembled in a newly-opened box. This could compromise the sterility of these single- use lancet devices. No adverse event reported. A request was made for the return of the devices, replacement provided.